Event description:
Complainant alleged that during transport of a (B)(6) female pt in cardiac arrest, on the first attempt to shock the shock button was press and there was no indication of a shock delivered. The clinicians attempted a second shock without success. Complainant did not indicate that there was any adverse effect to the pt due to reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.